Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that poor separation of the gel in the unspecified bd vacutainer® ppt¿ plasma preparation tube was observed after centrifugation. Additionally, the customer reported that there were no other issues with the tubes during use with any other patients. No additional information was provided by the customer, and no follow-ups were performed as "st does not believe this is an issue with the product per statement, "the sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000."" As reported by the customer, "the sr would like to know why there is poor gel separation in the serum and plasma tube when they are spun. The sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000."

Manufacturer narrative:
Correction: additional information was received regarding the reported material # [367986]. The following information has been updated: b.4. Describe event or problem: it was reported that poor separation of the gel in the bd vacutainer® sst¿ blood collection tubes was observed after centrifugation. Additionally, the customer reported that there were no other issues with the tubes during use with any other patients. No additional information was provided by the customer, and no follow-ups were performed as "st does not believe this is an issue with the product per statement, "the sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000." As reported by the customer, "the sr would like to know why there is poor gel separation in the serum and plasma tube when they are spun. The sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000." D.1. Medical device brand name: bd vacutainer® sst¿ blood collection tubes d.2. Medical device catalog#: 367986. D.3. Medical device manufacturer: becton, dickinson & co., (bd). D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location:(B)(4). G.5. PMA / 510(k)#: bk050036 .

Event description:
It was reported that poor separation of the gel in the bd vacutainer® sst¿ blood collection tubes was observed after centrifugation. Additionally, the customer reported that there were no other issues with the tubes during use with any other patients. No additional information was provided by the customer, and no follow-ups were performed as "st does not believe this is an issue with the product per statement, "the sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000. As reported by the customer, "the sr would like to know why there is poor gel separation in the serum and plasma tube when they are spun. The sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube." Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that poor separation of the gel in the bd vacutainer® sst¿ blood collection tubes was observed after centrifugation. Additionally, the customer reported that there were no other issues with the tubes during use with any other patients. No additional information was provided by the customer, and no follow-ups were performed as "st does not believe this is an issue with the product per statement, "the sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000."" As reported by the customer, "the sr would like to know why there is poor gel separation in the serum and plasma tube when they are spun. The sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000."